Manufacturer narrative:
Explant date: not applicable. (B)(4). All pertinent information provided to the manufacturer has been submitted. Placeholder.

Event description:
Additional information from the doctor noted he was interested in a solution to reduce the residual astigmatism of the patient. Post operative refraction sphere 1.50, cylinder -3.50, axis (degrees) 135, magnitude of astigmatism 4.11, current toric iol axis 111, current toric spherical equivalent 19.5. The intraocular lens was implanted in the patient's right eye. The pre and post-op visual acuity (va) was - pre astigmatism 6d, post astigmatism, 1d. A secondary surgical procedure was necessary for a lens rotation of 20, the date of the rotation was not provided. The lens remains implanted. No other additional treatments or medication were necessary. Patient is satisfied.

Manufacturer narrative:
Date of birth: (B)(6) 1960. Gender/sex: female. Outcome attributed to adverse event: updated to required intervention to prevent permanent impairment/damage due to rotation of the lens in a secondary procedure. Date of event: (B)(6) 2015 (same as lens implant date). Additional information from the doctor noted he was interested in a solution to reduce the residual astigmatism of the patient. Post operative refraction sphere 1.50, cylinder -3.50, axis (degrees) 135, magnitude of astigmatism 4.11, current toric iol axis 111, current toric spherical equivalent 19.5. The intraocular lens was implanted in the patient's right eye. The pre and post-op visual acuity (va) was - pre astigmatism 6d, post astigmatism, 1d. A secondary surgical procedure was necessary for a lens rotation of 20, the date of the rotation was not provided. The lens remains implanted. No other additional treatments or medication were necessary. Patient is satisfied. Serial number: (B)(4). Expiration date: 08/20/2019. Implant date: if implanted, give date: (B)(6) 2015. (B)(4). Additional report source: user facility. Device manufacture date: 08/20/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. All tests results showed a pass condition. During the manufacturing record review of the production order for this serial number, no non- conformances or assignable cause were identified. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that a patient had a ''poor target refraction'' after the implantation of a tecnis toric 600. The report did not provide visual acuity (either before or after the surgery) but indicated that the surgeon intended to perform a repositioning surgery in the next week. It was unknown if the iol had rotated or was just not positioned correctly during the initial surgery. Additional information has been requested but not received.